Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing including defib/pacer stress testing, bench handling and defib cycling without duplicating the customer's report. An internal inspection found no discrepancies. The device was recertified for clinical use. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 60-year-old male patient, the device was unable to detect the attached multifunction cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.